Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. The customers blood glucose was 154-300 mg/dl.